Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor, failed battery test and battery out limit. The customer's blood glucose reading was 127 mg/dl at the time of incident. Troubleshooting found that the battery was changed using an old battery and that the pump had previously been submerged in water. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protrude drive support disk and alarmed motor error during rewind due to corroded motor home switch. No a33 alarm. No moisture damage was found at the electronic assembly. The insulin pump was received with currents within specifications. No unexpected failed battery or battery out limit. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.